Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room upon receiving three shocks from their implantable cardioverter defibrillator (ICD). Interrogation showed poor sensing values and loss of capture on the right ventricular lead. A chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was stable throughout.